Manufacturer narrative:
Weight: unk. Ethnicity: unk. Race: unk. This product is manufactured in the u.s. But not marketed in the u.s. Device evaluation not required. (B)(4). Claim # : (B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.1mm vicm5_12.1 implantable collamer lens, -09.00 diopter, into the patients right eye (od), on (B)(6) 2021. The lens was explanted on (B)(6) 2021 due to the patient expected a better near vision outcome. The lens was replaced with another same model/length but different diopter lens but the problem was not resolved. Post-op the patient had a small anterior subcapsular cataract and vision is worse. See MFR. Report # 2023826-2021-03482 for replacement lens. The cause of the event was patient related factor

Manufacturer narrative:
Device evaluation: the lens was returned dry, in a microcentrifuge vial, with debris on product. Visual inspection found the lens optic and haptic torn. There was debris on the lens. Claim # (B)(4).